Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism deployed late; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported. A new pod was successfully applied.

Manufacturer narrative:
The pod was received fully deployed with an expected number of pulses during priming. No damages or defects that would contribute to a needle mechanism failure were observed. The cause of the event could not be determined.